Manufacturer narrative:
H3: product analysis of the device found that visually, the product was returned in a small zip lock bag with an open pouch. The pouch was open from 3 of 4 sides of the pouch. There was no damage noted in the construction of the handle or the probe. There were no traces of contamination on the handle or the probe. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms (within specification). Functionally, the probe was seated securely and smoothly into the handle. The device was connected to nim system for functional test and stimulated at 1ma current and 100 v threshold. During the probe stimulation, the system constantly returned 1.0 ma and a waveform over 200 v. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect the nerve, he found that the stim returned show 0ma. The doctor tried to reconnect the probe but useless. Finally, the doctor changed a new probe and the new probe could function normally. There was no patient impact.